Event description:
Customer reported the system displays a bad iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram and cmos batteries. System operates as intended. This MDR is related to ge healthcare.